Event description:
It was reported that a ventilator powered on and off during patient use. Once the ventilator was rebooted, it displayed different patient settings than what was set prior to the ventilator powering off. The patient was removed from the device and placed on an alternate ventilator without harm. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). Technical support troubleshot this issue with the customer over the phone. The customer reported that they could not duplicate the alleged malfunction.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the alleged malfunction. The ventilator passed self-testing.